Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was stated that the insulin pump was shutting off. The blood glucose level was 7 mmol/l. It was stated that insulin pump shutting off fast after alerting low battery. The customer checked insulin pump history and only 1 hour between battery low and replace battery now alert. The customer stated that this has been going on for a while now and the customer had to use a lot of batteries. The insulin pump will be returned for analysis.